Event description:
The event involved a transfer set, pur yellow w/chemolock¿ port, spiros¿ where it was reported the patient went to the bathroom with the medication being infused and when she returned it was noticed that the pump was wet and the paclitaxel was coming out through the 0.2-micron filter of the extension tube. The event occurred during patient use, there was no delay in therapy, there was no adverse event, and no one was harmed as a result of this event.

Manufacturer narrative:
One (1) new. List #011-cl4155, transfer set, pur yellow w/chemolock¿ was returned for evaluation. As received the sample was opened and no physical damage or anomalies were observed. No mating device was returned for evaluation. The sample was primed, and no leaks were observed. Each of the tube were pulled tested and meet the product specifications. Complaint of leaks cannot be confirmed or replicated. Additional information: contact phone (B)(6).